Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information d9, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported air in line error which was not reproduced due to a reload set error occurring. A review of the event history log identified multiple air in line messages. The reported condition was verified. The cause was determined to be out of specification ultrasonic sensor. The ultrasonic sensor was replaced to correct this condition. A service history review identified the device has been serviced for a similar issue within the last 12 months. The cause was identified to be an out of specification ultrasonic sensor which was replaced. All required service actions were completed during the last service cycle. Should additional relevant information become available, a supplemental report will be submitted.